Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using 3rd party supplies. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.